Event description:
Meter name: one touch ii. Strip name: lifescan one touch strips. Meter code:unknown strip code: unknown. Strip storage: unknown. Symptoms: unknown. A pt reportedly had to go to the emergency room twice as a result of meter reading high. Meter allegedly was inaccurately high. The result on meter were 175 mg/dl at 5am, 381 mg/dl at 9am and 188 mg/dl at 1pm. The result on the emergency room meter is unknown. The time difference between pt's meter and emergency room meter is unknown. Treatment was unknown. No further info has been reported.